Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the alarm happened during the middle of the night and day of call. Customer stated they changed the battery but alarm persisted. Advised customer of proper steps to take after call to resolve alarm. The customer will monitor the insulin pump and call back if the error occurs. The insulin pump is not expected to be returned for analysis at this time.